Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 476mg/dl. Customer state that the insulin pump had insulin flow blow alarm. The issue was resolved and insulin was exited. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.